Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12027. It was reported the pt's stimulation coverage has changed since her back surgery in (B)(6) 2013. The pt has unintended stimulation in feet, ribs and abdomen and no stimulation in her back which is the established pain pattern. An sjm representative reprogrammed the scs system to no avail. The physician ordered x-rays to check lead position.